Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported an elevated blood glucose (bg) level of 318 (mg/dl) and delivered 5 units of insulin. It was indicated insulin injections were available for diabetes management.